Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The catheter had a broken flush port and was having air bubbles issues. The device was replaced and the second catheter was also replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.